Event description:
The reporter stated the surgeon inserted a 12.6 mm micl 12.6 implantable collamer lens and the lens was inserted upside down. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The backup lens was implanted. The reporter stated the surgeon is relatively new with this model lens and the cause of the lens being implanted upside down was due to an operator/technique malfunction.

Manufacturer narrative:
Evaluation - lens work order search. Results: a lens work order search was performed and no similar complaint was found.